Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes with ¿insulin and pills¿ and continued to take his usual dose of lantus, metformin and glipizide in response to the alleged issue. The patient claimed that ¿a couple of hours¿ after the meter issue he became ¿really hungry¿ however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time that the meter had been used and there was no apparent misuse of the meter. The batteries did not need to be replaced and the meter would not power on when the power button was pressed or when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptom suggestive of a hyperglycemic event after the alleged meter issue occurred.